Event description:
The customer stated that the insulin pump has been giving multiple motor error alarms for the past two days. Troubleshooting was performed, and the drive support cap was protruded. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. Scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip and cracked reservoir tube. No error alarm in alarm history screen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.